Event description:
The customer reported that the 9800 system would not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired during the service call.